Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)"), device expulsion ("migration of implant/ one coil was noted within the uterine cavity") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. B63570-inv, b93011-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst, galactorrhea, genital herpes, pseudopapilledema, endometriosis, deep vein thrombosis, dysuria, polyuria, galactorrhea, uterine fibroid, ovarian cyst, uterine bleeding, constipation and urinary frequency. Concomitant products included ciprofloxacin hydrochloride (cipro), diazepam;isopropamide iodide (valtrax) since (B)(6) , metronidazole (flagyl), naproxen, penciclovir (denavir) since (B)(6) , phentermine since (B)(6) 2018, tramadol since (B)(6) 2018, vitamin d nos (vitamin d) since (B)(6) 2018 and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cysts"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, cyst, dysmenorrhoea and abdominal pain upper outcome was unknown, the menorrhagia, abdominal pain, vaginal discharge and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered abdominal pain, abdominal pain upper, back pain, cyst, device expulsion, dysmenorrhoea, menorrhagia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient need for additional surgery. Date(s) of removal: (B)(6) 015 and (B)(6) 2017, surgical removal of coil(s) hysterectomy with bilateral salpingectomy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:"pelvic pain, menorrhagia, dysmenorrhea (cramping), abdominal pain, vaginal discharge, device expulsion". Lot numbers reported b63570 and b93011 are invalid. Most recent follow-up information incorporated above includes: on 20-feb-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)"), device expulsion ("migration of implant/ one coil was noted within the uterine cavity") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. B63570-right,b93011-left) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst, galactorrhea, genital herpes, pseudopapilledema, endometriosis, deep vein thrombosis, dysuria, polyuria, galactorrhea, uterine fibroid, ovarian cyst, uterine bleeding, constipation and urinary frequency. Concomitant products included ciprofloxacin hydrochloride (cipro), diazepam;isopropamide iodide (valtrax) since 2010, metronidazole (flagyl), naproxen, penciclovir (denavir) since 2010, phentermine since (B)(6) 2018, tramadol since september 2018, vitamin d nos (vitamin d) since (B)(6) 2018 and warfarin sodium (coumadin). On (B)(6) -2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cysts"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, cyst, dysmenorrhoea and abdominal pain upper outcome was unknown, the menorrhagia, abdominal pain, vaginal discharge and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered abdominal pain, abdominal pain upper, back pain, cyst, device expulsion, dysmenorrhoea, menorrhagia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Date(s) of removal: (B)(6) 2015 and (B)(6) 2017. Surgical removal of coil(s). Hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:"pelvic pain, menorrhagia, dysmenorrhea (cramping), abdominal pain, vaginal discharge, device expulsion". Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical record was received. Case medically confirmed. Lot number was added. Events added from pfs-"abdominal pain, vaginal discharge, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), cysts, dysmenorrhea (cramping), back pain, stomach pain". Reporter information, medical history, concomitant drug, age, height, events onset date, events outcome was added. Event-"perforation of organs updated to uterine perforation". And event-"menorrhagia" make medically significant and intervention required due to "ablation". Event: migration of implant updated to one coil was noted within the uterine cavity. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation (uterus)'), device expulsion ('migration of implant/ one coil was noted within the uterine cavity'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 38-year-old female patient who had essure (batch no. B63570 and b93011 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included breast cyst, galactorrhea, genital herpes, pseudopapilledema, endometriosis, deep vein thrombosis, dysuria, polyuria, galactorrhea, uterine fibroid, ovarian cyst, uterine bleeding, constipation, urinary frequency, lower abdominal pain, rectal pain, nausea, fever, cough, lightheadedness and dizziness. Concomitant products included ciprofloxacin hydrochloride (cipro), diazepam;isopropamide iodide (valtrax) since 2010, metronidazole (flagyl), naproxen, penciclovir (denavir) since 2010, phentermine since september 2018, tramadol since september 2018, vitamin d nos (vitamin d) since november 2018 and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. In october 2011, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cysts"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain upper ("stomach pain/pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, cyst, dysmenorrhoea and abdominal pain upper outcome was unknown, the menorrhagia, abdominal pain, vaginal discharge and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered abdominal pain, abdominal pain upper, back pain, cyst, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Date(s) of removal were reported as (B)(6) 2015 and (B)(6) 2017. Verbal communication with doctor on sep2011 to present : I told my doctor I was having lot of stomach pain and bleeding and she could not figure out why. Removed coils from the right fallopian tubes. And ask me about getting a hysterectomy ( as written). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea (cramping), abdominal pain, vaginal discharge and device expulsion. Lot numbers reported b63570 and b93011 are not valid most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events she did not undergo essure confirmation test and bleeding were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in 2015. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.